Event description:
Reporter alleged discrepant, back to back blood glucose results of 360 mg/dl and 13 mg/dl, when testing was performed within 10 minutes on the advantage system. Customer's mother treated the customer with honey. Reporter alleged customer was unable to self-treat and that customer felt better, shortly after eating honey. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.